Event description:
It was reported by customer that medication leaking into the syringe plunger (between the 2 sealed rubber sections). Risk that the medicine is no longer sterile (contamination by micro-organisms). We had several problematic 20 ml syringe trays with this time half of the syringes leaking at the piston. Verbatim: complaint via email. Chc complaint reference #: (B)(4), hospital complaint reference #: (B)(4), customer (hospital) name: xxx, customer address: xxx, contact name: xxx, phone: xxx, e-mail: xxx, correspondence language: french, cat# of product being complained: (B)(4), description of product: syringe luer-lok st 20cc 10ea/tray 12trays/ca, lot or s/n: (B)(6); 5274353; 5297777, complaint category: leaking incident date: unknown details of complaint (reported issue): ¿medication leaking into the syringe plunger (between the 2 sealed rubber sections). Risk that the medicine is no longer sterile (contamination by micro-organisms). We had several problematic 20 ml syringe trays with this time half of the syringes leaking at the piston.¿ complaint noticed: during / after use problem frequency: ongoing for (B)(6) 2026 (days - months - years) patient injury: unknown. Has health canada been informed? Unknown, qty affected: 1 ea, samples available? Yes."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.